Event description:
Major pump unit(s) involved: device thrombosis. Additional text: complete pump thrombosis. Specific component(s) involved: other component malfunction, specify. Other component: rotor. Causative or contributing factor: no specific contributing cause identifiy. Intervention(s): other interventions, specify. Other intervention : pump turned off, pt and family wanted to withdraw care. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.